Manufacturer narrative:
Batch review performed on 14 november 2023: lot 168767: (B)(4) manufactured and released on 28-mar-2017. Expiration date: 2022-03-20. No anomalies found related to the problem. To date, 48 items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: batch reviews performed on 14 november 2023. Gmk-sphere 02.12.0211fr tibial insert fixed sphere flex size 2/11 mm r (k140826) lot 166511:(B)(4) manufactured and released on 13-dec-2016. Expiration date: 2021-11-21. No anomalies found related to the problem. To date, 71 items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.1202r tibial tray fixed cemented size 2 r (k090988) lot 160577: (B)(4)manufactured and released on 23-mar-2016. Expiration date: 2021-03-13. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 6 years and 4 months from the primary, the patient came in due to signs of infection and the pathogen was identified as mrsa. The surgeon performed a washout and revised the femoral component, insert and tibial tray. The surgery was completed successfully.